Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Events of bowel obstruction, pneumonia, renal failure, and post procedural complications are known complication of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bowel obstruction and post procedural complications. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). It was reported that prior to the tubing placement, the had pain in the abdomen around the stoma for two weeks. The patient spouse reported that since the tubing placement, the patient was getting worse. The patient experienced stoma site staining, abdominal pain, and a hard belly. On an unknown date, the patient visited the emergency room and underwent unspecified tests in which they believed the tubing was well placed and the patient has a paralytic ileus. On 03 jun 2024 the patient revisited the emergency room due to gastric contents coming through the stoma. An abdominal xray revealed a lot of stool content and the patient was diagnosed with an intestinal obstruction. The patient discharged and to take ¿¿prokinetic guidelines¿¿ for a week, 72-hour liquid diet, and lay down for long periods to prevent the contents from coming out. On 05 jun 2024, the patient returned to the emergency room due to a continuation of abdominal discomfort with contents leaking through the stoma and general weakness due to patient not eating or drinking. A CT scan of the abdomen revealed an intestinal obstruction and adhesions in the intestine. The patient also experienced renal failure due to dehydration and the beginning of pneumonia. The surgeon on duty decided to intervene and eliminate the intestinal obstruction. Duodopa therapy was suspended and the patient was transferred to the ICU. On 07 jun 2024, the j tube was dislocated with a replacement scheduled on 10 jun 2024. However, due to the patient¿s critical baseline, duodopa therapy was initiated via peg tube (gastric route). On 10 jun 2024 it was reported that the patient died due to complications related to the surgical intervention secondary to the intestinal obstruction. No additional information was provided.